Event description:
It was reported that a male patient (B)(6) born in (B)(6) underwent an atrial fibrillation (afib) ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter and suffered cardiac tamponade requiring a pericardiocentesis and prolonged hospitalization. The patient had a cardiac tamponade that was confirmed by intracardiac echo (ice). A pericardiocentesis was done and there was 440 cc of fluid was removed. The patient was stable. The patient did not require surgical repair. The drain was still in place at the time of the call and it was planned to be removed later that day. The patient required extended hospitalization because of the adverse even. They normally would have been sent home on the same day, however, the patient stayed overnight for observation. The physician was unsure of where or how the cardiac tamponade occurred. The effusion was not present when they started the procedure. The maximum wattage used was 40 watts. The physician¿s opinion on the cause of this adverse event is that it was procedure related. The patient outcome of the adverse event was reported as improved. A transseptal puncture was performed with a brk 71 cm needle. Ablation was performed before the cardiac tamponade was noticed and there was no evidence of a steam pop. The event occurred during the ablation phase. An irrigated catheter was used and the flow settings were st-sf standard flow setting 8/15ml/min. The correct catheter settings were selected on the generator and the pump was switching from low to high flow during ablation. The visitag parameters for stability were 3s, 3mm 3g 25%, with no additional filter used with the visitag and color option were used prospectively was fti.

Manufacturer narrative:
The biosense webster, inc. Product analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
The device evaluation was completed on 12-apr-2022. It was reported that a male patient (248lbs) born in 1955 underwent an atrial fibrillation (afib) ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter and suffered cardiac tamponade requiring a pericardiocentesis and prolonged hospitalization. The patient had a cardiac tamponade that was confirmed by intracardiac echo (ice). A pericardiocentesis was done and there was 440 cc of fluid was removed. The patient was stable. The patient did not require surgical repair. The drain was still in place at the time of the call and it was planned to be removed later that day. The patient required extended hospitalization because of the adverse even. They normally would have been sent home on the same day, however, the patient stayed overnight for observation. The physician was unsure of where or how the cardiac tamponade occurred. The effusion was not present when they started the procedure. The maximum wattage used was 40 watts. Device evaluation details: the product was returned to biosense webster for evaluation. A visual inspection and an evaluation of all features of the device were performed following bwi procedures. Visual analysis revealed that no damage or anomalies on the device. Per the event, several tests were performed. The magnetic, temperature and force features were tested, and no issues were observed. In addition, the product was deflecting and irrigating correctly. No malfunctions were observed during the product analysis. A manufacturing record evaluation was performed for the finished device 30701964l number, and no internal actions related to the complaint were found during the review. No malfunction was observed during the product analysis. The root cause of the adverse event remains unknown. There may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the analysis. The IFU (instruction for use) states that careful catheter manipulation must be performed to avoid cardiac damage, perforation, or tamponade. As part of biosense webster¿s quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number:(B)(4).